Manufacturer narrative:
(B)(4). Physio- control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a routine maintenance inspection, it was reported that the device therapy connector had an intermittent operation. There was no pt use associated with the event.